Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menses"), menorrhagia ("menorrhagia ") and psoriasis ("psoriasis "). The patient was treated with surgery (laproscopic removal of left essure coil and right salphingectomy to remove essure coil, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, polymenorrhoea, menorrhagia and psoriasis outcome was unknown. The reporter considered menorrhagia, pelvic pain, polymenorrhoea and psoriasis to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: pfs received. Medical device removal replace with event pelvic pain. New events frequent menses, menorrhagia, psoriasis was added. Date of birth, removal date was added. Plaintiff address was updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laproscopic removal of left essure coil and right salphingectomy to remove essure coil') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laproscopic removal of left essure coil and right salphingectomy to remove essure coil). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B66021) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menses"), menorrhagia ("menorrhagia ") and psoriasis ("psoriasis "). The patient was treated with surgery (laparoscopic removal of left essure coil and right salpingectomy to remove essure coil, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, polymenorrhoea, menorrhagia and psoriasis outcome was unknown. The reporter considered menorrhagia, pelvic pain, polymenorrhoea and psoriasis to be related to essure. The reporter commented: discrepancy noted: the model no in report is ess205. No. Of coils: right-1 coil, left- 2 coils. Most recent follow-up information incorporated above includes: on 18-dec-2020: mr received. Reporter information, lot no added and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B66021) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polymenorrhoea ("frequent menses"), menorrhagia ("menorrhagia ") and psoriasis ("psoriasis "). The patient was treated with surgery (laparoscopic removal of left essure coil and right salphingectomy to remove essure coil, hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, polymenorrhoea, menorrhagia and psoriasis outcome was unknown. The reporter considered menorrhagia, pelvic pain, polymenorrhoea and psoriasis to be related to essure. The reporter commented: discrepancy noted: the model no in report is ess205. No. Of coils: right-1 coil, left- 2 coils. Lot number: b66021 manufacturing date: 2013/08 expiration date: 2016/08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jan-2021: quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('laparoscopic removal of left essure coil and right salpingectomy to remove essure coil') in a female patient who had essure inserted for female sterilization. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of left essure coil and right salpingectomy to remove essure coil). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.